Manufacturer narrative:
(B)(4). Additional information received: please explain what is meant by, the staple row was opened until breaking test. During a breaking test the staple row has opened. Was there a leak? No. Was the tissue excised prior to evaluating the staple line? No. If yes, was there bleeding? No. If there was blooding how was this resolved? Open staple were there malformed staples that were irregular in shape or were there legs straight? No information. Were there any staples missing from the staple line? No.

Event description:
It was reported that during a lobectomy procedure, the device was used to deposit the bronchus. During closing, there was a "cracking" sound. The device was fired and opened without problems. The staple row was opened until 'breaking test.' An ¿open staple¿ is glued on the complaint device. The open staple row was over stitched to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the following information was requested, but unavailable: please explain what is meant by, ¿the staple row was opened until ¿breaking test.¿ was there a leak? Was the tissue excised prior to evaluating the staple line? If yes, was there bleeding? If there was blooding how was this resolved? ¿open staple¿ were there malformed staples that were irregular in shape or were there legs straight? Were there any staples missing from the staple line? The analysis results showed that the tx30g device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch record was reviewed and no anomalies were noted during the manufacturing process.